Manufacturer narrative:
Investigation results completed on a smith medical cadd solis vip 2120 pump. Upon initial visual inspection of device,the battery compartment was broken. Event log did not reveal evidence of failed downstream occlusion. Evaluation and testing could not confirm downstream occlusion and the event was unable to duplicate complaint. No action of correction was taken, for event was not duplicated or verified.

Event description:
Information received a smiths medical cadd solis 2120 pump failed down stream occlusion testing. No patient involvement.